Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's glucose remained elevated at 288 mg/dl despite correction boluses. Patient checked her site and found that it was wet with blood and insulin. She replaced the infusion set tubing, site, and delivered another correction bolus, after which glucose returned to normal. There was a patient involvement and there were no additional adverse consequences.